Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 02-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 1050.25641 mcg/day), bupivacaine (20 mg at 10.50256 mg/day), and dilaudid (hydromorphone) (.2 mg at .21005 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pain was not being well managed. Additional information received from the healthcare provider via a clinical study indicated that an increase in hydromorphone by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 pain. An increase in hydromorphine by 0.4mg was made. Additional information received from the healthcare provider (hcp) via a clinical study indicated that the patient reported 7/10 pain on 2024-12-04 so the hcp increased the sc fentanyl by 100 mcg. Additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 pain. An increase in hydromorphine b y 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient was finding boluses helpful. An additional increase in hydromorphone by .4mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had persistent pain. An increase in hydromorphone by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had persistent pain and was unable to feel boluses. An increase in hydromorphone by 0.4mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 pain. An increase in bolus dosing by 5mcg fentanyl and in sc fentanyl by 75mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in hydromorphone by 0.2mg was made. Additional information received from the healthcare provider via a clinical study indicated that a catheter access port (cap) contrast study was done and was deemed normal the catheter tip had moved from top of t7 to the bottom of t7.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2022 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the increases had not been helpful. A celiac plexus block was performed.